Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had problems priming due to the crack near the reservoir compartment, which was unable to hold reservoirs in place. Customer's blood glucose level was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and cracked battery tube threads.